Manufacturer narrative:
(B)(6). (B)(4). Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with mas head found set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
Primary disease: lumbar canal stenosis it was reported that patient underwent micro endoscopic laminectomy (mel) at levels l2-l3 and microendoscopic tlif (metlif) at levels l3-l5 on (B)(6) 2015. During surgery, when surgeon tried to break a set screw placed at l4 , the set screw "got idled" before broken off. The surgeon replaced the set screw and tried again but the result was the same.the event delayed surgery 16-30 minutes. No patient complication reported.the event occurred during final tightening. Whether metal fragments came or not is unknown. The surgery was completed after irrigation. No problem is found on CT images and x-ray.